Manufacturer narrative:
(B)(4). Batch # m5374g. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a nephrectomy robotic procedure, the surgeon said the staple formation was very very poor, "scrunched up" when he fired on the vein. He fired three times and the first two were "misfires." He fired a third time and the staple line was "acceptable." Additional information: he described the staple formation as mostly unformed staples & staple formation overlapping or "scrunched up." The reload packages were the appropriate stapler match and not echelon reloads. He said the tissue thickness was not thicker than normal. Case completed with same device. There were no patient consequences reported.